Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of (B)(6) elecsys anti-hcv ii immunoassay results for 1 patient sample on a cobas 8000 e 602 module and a cobas 8000 e 801 module. The e 602 module serial number was (B)(4) and the e 801 module serial number was (B)(4). The initial (B)(6) result was (B)(6) on the e 602 module with reagent lot number 31063600. The patient questioned the result. On (B)(6) 2018, the repeat (B)(6) result was (B)(6) on the e 801 module with reagent lot number 31072500. The customer then sent the sample to a different laboratory and the (B)(6) result was (B)(6) with the immunoblot method. The specific date of the immunoblot result was not provided. There were erroneous results reported outside of the laboratory. There was no allegation of an adverse event. This medwatch will cover anti-hcv ii reagent lot number 31072500. Refer to medwatch with patient identifier (B)(6) for information on anti-hcv ii reagent lot number 31063600.

Manufacturer narrative:
Sample from the patient was submitted for investigation and further testing by the fujirebio innolia hcv score confirmed the negative result. The negative elecsys anti-hcv ii immunoassay result was therefore believed to be correct.